Event description:
The complainant reported that the automated impella controller (aic) had a controller error alarm while the patient was on impella support. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The impella device was returned for evaluation. Data review: console logs were consistent with what was reported in the complaint. Device analysis: the reported controller error was able to be reproduced during testing. Conclusion: the root cause of the controller error was identified as a defective optical bench lamp. D9 device returned to manufacturer date added d2 revised common device name since the initial manufacturer device report number 1220648-2024-18328 was submitted in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-18328 in accordance with updated procedures.